Event description:
N/a.

Manufacturer narrative:
Date received by mfg: initial MDR report 2249723-2023-00284 date received by mfg left blank.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h5, h10, h11corrected field: h4

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a pixel line defected. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse replaced the top display assembly (0160-00-0127) and associated parts, thereby resolving the reported issue. The fse then completed a pm, performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).